Event description:
The physician reported that the first coil was successfully placed into the aneurysm. When the physician deployed the second coil, the first coil was pushed into the parent artery. The coil which migrated into the parent artery was successfully retrieved. The physician reported that there were no patient complications, and the patient is in good condition.

Manufacturer narrative:
The product in question was disposed of at the user facility and will not be returned to the manufacturer. If further significant information is found, a supplemental report will be submitted. Based on the information known at this time, the manufacturer cannot conclusively determine the cause of the user's experience.